Event description:
During an incident on an unknown date involving an unknown patient, this defibrillator analyzed a non-shockable rhythm. CPR was continued and 30 seconds an als crew arrived and took over patient care, used their defibrillator that analyzed v-fib. The patient was pronounced at a hospital. No other patient/incident information was ever made available.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. No incident report was returned or made available for this evaluation. The customer was sent a letter explaining our evaluation.